Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 138, 190, 137 and 115 mg/dl. The customer's expected fasting blood glucose test result range is 103 - 113 mg/dl. The customer feels well and did not report any symptoms. Customer also stated that the truetrack meter is giving higher results when compared to doctor's office meter. Customer stated she had gone to the doctor for a previous appointment and a blood test was performed; the truetrack meter gave a result that was 25 points higher than the doctor's meter. Customer did not remember what the results were. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 155 mg/dl and 148 mg/dl using truetrack meter. The product is stored according to specification in the living room. Test strip lot manufacturer's expiration date is 02/25/2020 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).